Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that due to mesh infections and protrusion the patient underwent removal on (B)(6) 2006.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003. It was reported that the patient underwent a laparoscopic adrenalectomy on (B)(6) 2006. It was reported that the patient underwent placement of seton drain due to anal fistula on (B)(6) 2006. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh and pelvicol were implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.